Event description:
Customer reported that in 2008, he rec'd a reading of 109 mg/dl, which was higher than he felt, on his freestyle lite blood glucose meter and "passed out for about ten seconds". Customer denied third-party medical intervention involvement and self-treated by drinking a coke. Upon regaining consciousness, he retested and rec'd readings of 113 mg/dl and 114 mg/dl. Because customer suffers from hypoglycemia unawareness, he was concerned with the accuracy of his meter and went to his physician's office to do a comparison. Customer reported a reading of 135 mg/dl on his freestyle lite meter compared to a reading of 118 mg/dl on an unk meter. The comparison, though not considered valid, was plotted on a parkes error grid with the results falling into the "a" zone, showing the difference in values is not considered clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.